Event description:
Additional information received: the patient underwent skull repair in the hospital on (B)(6) 2026 (the specific patient's diagnosis and surgical reasons were unknown). The surgeon implanted (B)(6) for skull fixation during the surgery. During use, the screw broke and the broken end was remained in the bone hole and could not be removed. After the surgeon verified by moving the x-ray machine that the screw cap was not found in the surgery area, the surgery was continued. During this period, the surgery time was extended by about 1 hour. No actual harm was caused to the patient due to this event. The patient has been discharged smoothly currently. No subsequent adverse event reports have been received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d4 catalog, e1 facility name. Corrected: d1, h6 health effect - impact code. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the cranial repair surgery, the screw was broken, the screw cap disappeared. After examination, the screw remained in the bone hole and could not be removed. Verification with x-ray did not locate the screw cap in the operation area. No additional information could be provided.